Event description:
A peritoneal dialysis (pd) patient experienced recurring peritonitis manifested by recurring cloudy pd effluent. The cause of peritonitis was unknown. It was reported the patient was hospitalized and discharged for the events. The patient was treated with ceftazidime injection (1gm, once daily, intraperitoneal, discontinued) for recurring peritonitis. It was further reported that the patient experienced cardiac arrest and subsequently passed away. The cause of death was reported as cardiac arrest. It was not reported if an autopsy was performed. It was reported that the patient was not recovered from the recurrent peritonitis. Pd therapy was discontinued and the patient was switched to hemodialysis (hd) before the event of cardiac arrest. Same hd was ongoing prior to death or at the time of death. No additional information was available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.